Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with a history of herpes simplex virus (hsv) developed hsv keratitis approximately 1 week following the patient's first light adjustment treatment. The patient was subsequently prescribed antiviral medication to treat the hsv keratitis. Hsv keratitis was resolved and the patient completed all remaining light adjustments and lock-in treatments.